Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 30 mg/dl, and the customer declined 24 hour product helpline assistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.